Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Update: the root cause of the patient¿s current complaints is inconclusive. However, it appears that the stratasis tension-free urethral sling performed as intended in the correction of the patient¿s stress urinary incontinence. Postoperative infection/abscess is a known potential complication of nearly all surgical procedures. The recurrent rectocele is not likely related to the sling. There were no specific details provided which related to erosion, extrusion, urinary problems, or the findings in the (B)(6) 2014 surgery in which the sling was reportedly removed. Details of the mrsa infection were not elaborated on and this is unlikely a result of the sling. Additionally, the patient had a diagnosis of spinal stenosis, which likely contributed to her pain.

Event description:
The patient was reportedly implanted with a surgisis urethral sling on (B)(6) 2003, at (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2003, dr. (B)(6) performed a hysterectomy and bladder suspension, utilizing a stratasis tension-free urethral sling, and a posterior colporrhaphy for treatment of the patient's chronic pelvic pain, stress urinary incontinence, and stage ii pelvic organ prolapse. The patient reported post op abdominal pain and being discharged to home with a (urinary) straight catheter. At one-week post op, the patient was still utilizing the straight catheter and reportedly was told that her bladder was swollen and tight. The patient was advised to give it more time. The patient reportedly visited dr. (B)(6) two more times over the course of a month. The patient was still experiencing pelvic pain at this time. The patient reported that at ten days post op she experienced severe abdominal pain and fever and presented to the emergency room. A CT scan was performed and the patient was discharged to home. The patient reported returning to the emergency room within a few days due to high fever. She was admitted to the hospital due to an abscess. An incision and drainage was performed, the patient had a wound vac and received IV antibiotics. Approximately six months later, the patient had a recurrence of her rectocele. Dr. (B)(6) performed a second rectocele procedure, but within six months, the patient's fecal incontinence recurred. Dr. (B)(6) performed a third rectocele procedure and the patient no longer had fecal incontinence. The patient reported that for a ten-year period she experienced abdominal pain, which was described as consistent with lumbar pain, pelvic pain, and painful intercourse. The lumbar pain was described as being in her left posterior area of her pelvic region and it would radiate down the anterior of her left leg. The patient was diagnosed with spinal stenosis and a spinal stimulator was implanted. The patient reported this did not help with her pain. A micro discectomy was performed in 2011 along with lumbar spine injections. However, this reportedly also did not alleviate the patient's pain. In 2013, the patient saw an ad on television for vaginal mesh and sling procedures. The patient contacted the toll-free number and obtained the name of a physician who performed revision surgeries. The patient underwent a revision surgery, performed by dr. (B)(6), in (B)(6) 2014. The patient reported that dr. (B)(6) indicated he removed all of the mesh and that surgery was successful. The patient reported her pain was resolved. Sometime prior to this 2014 surgery, the patient contracted (B)(6) and this was diagnosed on her pre-op visit. The patient reported that the (B)(6) was located in her vagina and indicated she could have contracted (B)(6) during any of her hospital stays and that the (B)(6) may not have originated in her vagina.

Manufacturer narrative:
Conclusion - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis urethral sling's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.

Event description:
The pt was reportedly implanted with a surgisis urethral sling on (B)(6) 2003, at (B)(6), by dr (B)(6). The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.